Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels due to no delivery alarms. The customer stated that this issue had been recurring for two to three weeks prior to the call. Blood glucose level at the time of the incident was 250 mg/dl, which was treated with manual injections. Blood glucose level at the time of the call was 215 mg/dl. The customer stated that the cannula was slightly bent. Customer was advised to perform a set change and monitor her blood glucose level. The insulin pump will not be replaced or returned for analysis.